Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." The pump was silenced, the settings were reviewed, and the pump was powered off. The clamp was closed, and the cassette and tapped gently. The line was massaged to disperse air bubbles. The cassette was then replaced and the pump was powered back on, but the alarm persisted. Troubleshooting methods were repeated, and the cassette was replaced, but no resolution. The reservoir volume was 7.0, rate was 2.2, and 94.05 was given. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.